Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicates the patient is wheelchair (motorized) bound and has a baclofen dose 175mcg/day at a concentration of 2000mcg/ml. During catheter revision the physician rotated the pump 180 degrees to preserve the catheter positioning. Another observation reported by the caller is the catheter now appears to be on top of the pump which was unusual.

Manufacturer narrative:
(B)(4): constipation.

Event description:
The pt experienced periodic changes in therapy effect. He was hospitalized twice since pump replacement for vomiting an increased spasticity. (B)(6) 2009, the pump pocket was explored and the catheter was replaced. X-ray (B)(6) 2009 confirmed the catheter was fine and the pt had stool in abdomen. The physician attributed the event to constipation. The pt outcome was reported as "no injury". The pt was seen on (B)(6) 2010 and the dosage was increased. The pump contained baclofen.